Manufacturer narrative:
Additional information received on (B)(6) 2019 that the event occurred during testing at our facility. The pump didn't fail with the patient. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy tests were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. According to the investigation, no actions for delivery accuracy because no fault found with pump.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "-6.75%." No adverse effects were reported.